Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: during set up for a case, once staff connected a handpiece, the generator displayed signs of activation, either audible or visual. Once rebooted, the generator failed to go past the copyright screen. Investigation conclusion: the reported issue of remains active was not able to be confirmed. The reported issue of stuck at self test was confirmed. The generator fails to boot beyond the power on self-test (p.o.s.t.), as the solder joints on the new-revision gate resistors of the rf circuit board were discovered to be cold. Due to the failure to boot beyond the power on self-test, the issue of "remains active" could not be replicated or confirmed. Once the solder joints were repaired, the unit was able to successfully boot past the self-test screen and all functional testing passed, including rf power outputs that are within product specifications for all cut and coag settings. Although the rf board was successfully repaired, due to the end of life strategy for older platforms, this generator is designated to be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
During set up for a case, once staff connected a plasmablade handpiece, the generator displayed signs of activation without activating the device itself. It is unknown if any energy was being delivered to the handpiece. There was no patient involvement, therefore patient information is not applicable.